Event description:
It was reported that the right ventricular lead had increased impedance, diminished r wave sensing, and increased capture threshold. The atrioventricular (av) intervals were programmed out to reduce the av pacing until the patient can undergo a lead revision after completing platelet therapy. During programming the clinician experienced "funny arrows". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.